Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed to lock. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed to lock. A field service engineer observed that the lock box placed too high and the latch itself having a stickiness in the mechanisms, replaced the latch and adjusted the position of the lock box to resolve the issue. The system functioned as intended after the field service engineer repaired the device.